Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis confirmed the inner conductor coil was fractured 28 centimeters from the terminal pin. Detailed analysis of the fracture site determined the conductor coil was fractured due to cyclic fatigue. The location of the damage site suggests the fracture was a result of stress due to the suture sleeve.

Event description:
It was reported that, during a routine follow-up, this implantable cardioverter defibrillator (ICD) system exhibited high out of range pacing impedances on both the right atrial (ra) and the right ventricular (rv) channels. Additionally, high pacing thresholds and oversensing were observed on the rv lead. A revision procedure was scheduled. During the revision, a chest x-ray confirmed a conductor fracture on the ra lead. The ra lead was explanted and the ra port was plugged. The rv lead was explanted and replaced. The ICD remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that, during a routine follow-up, this implantable cardioverter defibrillator (ICD) system exhibited high out of range pacing impedances on both the right atrial (ra) and the right ventricular (rv) channels. Additionally, high pacing thresholds and oversensing were observed on the rv lead. A revision procedure was scheduled. During the revision, a chest x-ray confirmed a conductor fracture on the ra lead. The ra lead was explanted and the ra port was plugged. The rv lead was explanted and replaced. The ICD remains in service. No additional adverse patient effects were reported.